Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states h3 other text : product was discarded.

Event description:
It was reported that the infusion set was leaking at the headset. The caller reported that the leakage occurred with 9 different infusion sets from the same box.